Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the patient experienced possible occlusion and collateralization of the venous system on left hand side. It was also reported that the right ventricular (rv) lead exhibited high thresholds, variable thresholds and non-capture. Diagnostic testing/troubleshooting was performed, the rv lead was reprogrammed and subsequently, explanted and replaced on the contralateral side. It was further reported that the right atrial (ra) lead potentially contributed to possible occlusion and collateralization of the venous system on left hand side. The ra lead was explanted and replaced on the contralateral side. It was further reported that there did not appear to be total occlusion on the left side but only a slow trickle of flow was seen on fluoroscopy made it through all of the collaterals. It was further reported that the rv lead exhibited short ventricle-ventricle (v-v) intervals. It was further reported that the patient experienced bruising and tissue loss at the lateral border of their implantable pulse generator (ipg) incision site. The ipg was explanted and replaced on the contralateral side along with the pacing leads. No further patient complications have been reported as a result of this event.